Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer declined to provide information regarding alternate insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.